Event description:
Bird's nest filter was placed via left femoral vein in 1997. Post deployment films showed good filter placement with no complications and the filter legs within the caval wall. Two years later the patient reportedly began to have abdominal discomfort. The day of the event, the patient underwent a c.t.scan that revealed that the strut on the upper leg of the filter had perforated the outside "cave" wall 2-3cm and was sticking into the duodonum. Patient became symptomatic and underwent surgery. The patient is fine.